Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was confirmed. Cable twisting was also confirmed. Additional findings of the following: cable flooding; flooded image capture; image failure due to cable failure; corrosion of electrical contacts; cracked connector and cable damage. Based on the results of the investigation and information obtained from this complaint, twisted cable was the most probable cause. It did not lead to the identification of the cause of the twisting. Based on the results of the investigation and information obtained from the complaint, it did not lead to the identification of the cause of the occurrence for: cable flooding; flooding of image capture; image failure due to cable failure; corrosion of electrical contacts; and cracks in connectors. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head malfunctioned and noticed cable disconnection. The issue happened in an unspecified procedure. There were no reports of patient harm.